Event description:
Revision surgery - pt had a total shoulder revised. Original surgery, total rsp in 2005, 18 months later had central baseplate screw break without results. On (B)(6) 2009 revised to a hemi due to glenoid bone loss and loosening of baseplate.